Event description:
Reporter indicated a vns pt went to the ER because the pt did a magnet swipe and the stimulations afterwards seem to be higher than before and causing throat pain during stimulation. The magnet was taped over the generator to disable stimulation. Good faith attempts to obtain add'l info have been unsuccessful to date.